Manufacturer narrative:
(B)(4). The patient experienced chest pain on an unspecified date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the returned device was evaluated by the product analysis laboratory (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. A short simulated therapy was successfully performed. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) events identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a myocardial infarction and died coincident with automated peritoneal dialysis therapy. Prior to passing away, the patient was admitted to the hospital with reports of chest pain. Treatment for the chest pain was unknown. Dianeal therapy was reported to be ongoing up until the time of death but it was unknown if the patient was connected to the baxter healthcare homechoice device at the time of death. The cause of death was reported to be a myocardial infarction. It was unknown if an autopsy was performed. No additional information is available.